Event description:
Physician was attempting to use one sprinter legend balloon (1.50mm x 15mm) to pre-dilate a lesion in the lad with 90% stenosis but the balloon ruptured at the first inflation at 12 atm in the patient. The device was removed from the patient and the procedure was completed. The device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the balloon had been inflated. Hardened blood and contrast were present inside the balloon and inflation lumen. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon. A small pinhole tear was located over the marker band on the balloon working length.

Manufacturer narrative:
Evaluation results: related to operational context ¿ given the damage on the device and the controls in place to detect this damage; the issue is most likely procedural related. (Deformation problem). Evaluation conclusions: related to operational context ¿ given the damage on the device and the controls in place to detect this damage; the issue is most likely procedural related. (B)(4).